Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the magnet, subsequently the patient was treated with antibiotics (type and date not reported). Revision surgery to replace magnet is scheduled but hasn't taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to replace the internal magnet. The implanted device remains insitu.